Event description:
Subsequent to previously filed report, additional information was received: it was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device after an interventional coronary procedure. Reportedly, the proglide device was noticed to have a loose link during insertion into the patient anatomy and was not deployed. Two new proglide devices were attempted to achieve hemostasis; however, hemostasis was not achieved. Manual arterial compression and a non-abbott device were used to achieve hemostasis. No imagining of the access site was performed prior to proglide use. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
D4 and h4: the device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the lot number was not provided. Femoral imaging was not performed. It should be noted that the perclose proglide instructions for use states: perform a femoral angiogram to verify the location of the puncture site. It is unknown if the IFU deviation contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device after an interventional coronary procedure. Reportedly, a proglide suture break was noticed. Two new proglide devices were attempted to achieve hemostasis; however, hemostasis was not achieved. Manual arterial compression and a non-abbott device were used to achieve hemostasis. No imagining of the access site was performed prior to proglide use. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.